Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 308mg/dl with polydipsia and headache. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to the history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: tdd history and basal history adds up correctly to the current basal setting programmed by the user. No eaw¿s in the alarm history indicating an interruption in delivery. Investigation notes: flow accuracy testing performed on the pump; test passed with no delivery defects found. Unable to confirm complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.